Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the following causes. Aging deterioration due to long-term repetitive use as more than 8 years had passed from the subject device had been manufactured. Excessive stress which applied by the user to the output connector socket.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The service department of olympus (B)(4) was informed by the facility that the output socket of the device was broken. Olympus inspected the device at the service department of olympus (B)(4) and found that the device failed to detect endoscope due to the broken socket other detailed information was not provided. There was no report of patient injury associated with the event.